Manufacturer narrative:
E.1 initial reporter facility name: (B)(6) h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd preset¿ arterial blood collection syringe that there was unsealed package and the sterility was compromised. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 2023-december -15th. H.6 investigation summary: material #: 364314. Lot/batch #: 2350185. Bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for open unit package with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to open unit packaging as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode open unit package. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that while using the bd preset¿ arterial blood collection syringe that there was unsealed package and the sterility was compromised. No patient impact reported.